Manufacturer narrative:
(B)(4). Catalog number: unknown but could be either a cook günther tulip filter or cook celect filter. Since catalog number is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121629 or k121057. Summary of investigational findings: since no device or imaging studies have been made available the exact root cause for what caused the alleged pain near implantation site, shortness of breath, dizziness and constant pain after the retrieval attempts are unknown. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Rpn and lot number were not provided, why device history record cannot be investigated. Furthermore, the used filter is only recognized as an "ivc filter." Therefore, filter type is also unknown. However, no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: it is alleged that: "[pt] was implanted with an ivc filter in (B)(6) 2015 at (B)(6). [Pt] was told that the purpose of the ivc was to prevent the blood clots in his legs from travelling to his lungs. Before and after the surgery [pt] was on coumadin to prevent the development of blood clots. Since being implanted with the device, [pt] has experienced pain near implantation site, shortness of breath, and dizziness. Later in 2015 [pt]'s physician has attempted to retrieve the ivc filter at (B)(6). The retrieval procedure was done under conscious sedation through his jugular vein. The physician being unable to successfully remove the ivc filter. [Pt] was told it was stuck; [pt] describes the attempted retrieval procedure as extremely painful." Patient outcome: it is alleged that "since the attempted retrieval, [pt] reports that [pt] feels constant pain where the ivc filter is implanted. [Pt] is fearful that if he does not have the filter removed, it may fracture or migrate causing more complications. [Pt's] preference is to have it removed."

Manufacturer narrative:
(B)(4). Age at time of event, date of birth: unknown as information was not provided. Weight: unknown as information was not provided. Date of event: unknown as information was not provided. Brand name: unknown as information was not provided lot#: unknown as information was not provided. Catalog#: unknown but could be either a cook günther tulip filter or cook celect filter. Expiration date: unknown as lot# is unknown. Implanted date: unknown as information was not provided since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121629 or k121057. Device manufacture date: unknown as lot# is unknown investigation is still in progress.

Event description:
Description of event according to complainant: it is alleged that: "[pt] was implanted with one of the defendants ivc filters in (B)(6) 2015 at (B)(6). [Pt] was told that the purpose of the ivc was to prevent the blood clots in his legs from travelling to his lungs. Before and after the surgery [pt] was on coumadin to prevent the development of blood clots. Since being implanted with the device, [pt] has experienced pain near implantation site, shortness of breath, and dizziness. Later in 2015 [pt]'s physician has attempted to retrieve the ivc filter at (B)(6). The retrieval procedure was done under conscious sedation through his jugular vein. The physician being unable to successfully remove the ivc filter, [pt] was told it was stuck; [pt] describes the attempted retrieval procedure as extremely painful". Patient outcome: it is alleged that "since the attempted retrieval, [pt] reports that [pt] feels constant pain where the ivc filter is implanted. [Pt] is fearful that if he does not have the filter removed, it may fracture or migrate causing more complications. [Pt] 's preference is to have it removed".